Manufacturer narrative:
(B)(4). Evaluation summary: the unit was returned to the analysis site due to the scm12 has a strong electrical smell upon powering the system on. The analysis site confirmed the customer complaint and to correct the customer complaint the analysis site replaced the vso, the vacuum sensor, the vacuum pump, and four pump mount screws, due to the vacuum pump stalled during initialization causing an electrical smell to come from the unit. The lcd cable was replaced because the lcd display had lines through it, and per the mammotome service manual, service test were performed with no functional faults found. As part of the standard ees service process, replaced the muffler, applied loctite to the foot/hand switch connector, and applied dow corning lubricant to the dc motors. The device history record has been reviewed and has passed qa inspection.

Event description:
It was reported that the unit has a strong electrical smell upon powering the system on. The customer has requested to have the system evaluated for damage. There have been no patient consequences reported.